Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had possible infection and erosion. The patient experienced stinging and burning at the implant site, and also reported seeing green and yellow lights under the chest. There were no additional adverse patient effects reported. All available information indicates that as of this time, the crt-d remains in service.